Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was in the 300s mg/dl. Ketones were moderate to large and considered as being dangerous by a healthcare provider. The customer was treated in the emergency room (ER) with intravenous insulin and anti-nausea medication. After 5 hours, the customer left the ER with a bg in the 100s mg/dl feeling better, but tired. As the event had occurred in the past, a cause of could not be determined.